Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer's blood glucose was 200 mg/dl. Customer cleared the alarms and resumed insulin delivery.